Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 11:35am. The patient reported blood glucose readings of "583, 268, 418, and 222 mg/dl" with the subject meter, performed greater than 20 minutes of each other. The patient claimed he manages his diabetes with insulin. Due to the alleged high reading of "583 mg/dl", the patient stated he administered an unspecified type/dose of insulin. Within an hour later, the patient reported feeling shaky, disoriented, sweaty, and cold; which he associated as low blood sugar symptoms. In response to his symptoms, the patient indicated he treated himself with food that had "a lot of sugar" to bring his readings up. At the time of the alleged issue, the patient claimed no other blood glucose device was used. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high reading(s) on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.